Event description:
A malfunction was reported by a distributor where a customer experienced a pump malfunction indicated by the code 3-0x2095. There was no information provided about the customer's blood glucose level, so there was no reported impact. No additional information was provided.